Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5210903. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that some of the bd vacutainer®plus plastic citrate tube 13x75mm,1.8ml caps are loose and coming off. No serious injury or medical intervention reported.